Manufacturer narrative:
Insulin pump received with blank display due to connector or interface board broken solder joint. Unable to perform any tests due to blank display. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, and severely scratched display window noted. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. Customer also reported that battery chamber was cracked and it was noticed after receiving replaced battery cap. Insulin pump would need to be replaced.